Event description:
Additional information was received. It was reported that when the patient's pump was replaced, the medication from her old pump was transferred to her new pump. The reporter stated that the around 8cc of medication was transferred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): final analysis of the pump found minor corrosion on the pump-head pins, but this was not significant. The short term stall and recovery seen in the logs may have been related to electromagnetic interference the pump may have been exposed to. Final analysis of the catheter found dark foreign material in all three sets of dispensing holes. When initially tested for patency, an occlusion was seen in segment 1, but the occlusion was easily broken loose. After decontamination, the dark foreign material was no longer in any of the dispensing holes. Another minor observation was some non-significant coring seen in the cup of the sc connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a volume discrepancy. A different amount of drug was removed from pump during last refill when pump was explanted. No symptoms were reported. Patient outcome was alive with no injury or adverse event. The drug being used in the pump was fentanyl.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product ID 8590-1, lot# n267838, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.